Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that unstable speed occurred. A rotablator rotational atherectomy system was selected for use. It was noted that the rotational speed was unstable, it would not rise above 200,000rpm and would not go down below 180,000 rpm. No patient complications were reported.